Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported during an implantbale neurostimulator revision procedure (reference MFR report: 3008829311-2017-00591) intraoperative x-rays indicated the l1 lead had migrated. The lead was removed and a new lead implanted at t12. Postoperatively, the patient reported receiving effective therapy.